Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates that surgical intervention took place on (B)(6) 2021 wherein the leads were explanted and replaced with new leads to address the issue. Reportedly, therapy was confirmed post operatively.

Manufacturer narrative:
Date of event and therapy date are estimated.

Event description:
Manufacturer reference numbers: 3006705815-2021-01636. It was reported that the patient experienced loss of therapy due to lead migration. As such, surgical intervention may take place at a later date to address the issue.